Event description:
The user facility reported their reliance synergy washer was leaking water. The water reportedly spread away from the washer. No injuries or procedural delays/cancellations were reported. Property damage was reported in association with the event.

Manufacturer narrative:
A steris service technician arrived at the facility and found the leak was caused by a missing o-ring from the dryer piston valve. Additionally, the technician found the o-ring located in the piston valve cap was flattened into the piston seal preventing a proper seal. The technician replaced the missing o-ring located in the dryer piston valve, removed the o-ring located in the piston valve cap and sealed the interface with teflon tape to ensure a proper seal. The technician ran multiple test cycles and verified the unit was operational with no further issues reported.